Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a clinical representative that the customer received emergency medical assistance due to severe low blood glucose on (B)(6) 2018 with blood glucose of 68 mg/dl at the time of the incident. The customer was at 103 mg/dl after being treated for the low. The customer used juice and was given oral glucogel to treat. The customer experienced symptoms such as nausea and hyperventilation. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as this was a third party report. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.